Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Visual analysis of the extension noted a hole in the outer tubing near the terminal end and lead separation at the terminal end. The extension failed the continuity test; channels 6 - 8 measured open. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Reference MFR report: 1627487-2011-00073, 1627487-2011-00074 and 1627487-2011-00075. The pt was implanted on (B)(6) 2006 with an ipg, two percutaneous leads and two extensions. On (B)(6) 2010, it was reported that the pt's stimulation turns off without prompting. In addition, the pt reported overstimulation in her legs. The pt denied any trauma or falls. An x-ray of the scs system showed no visible anomalies. F/u on the pt found that the physician explanted and replaced the extensions on (B)(6) 2011. The replacement procedure resolved the issue. This extension was inadvertently not included as part of the original submission for this event.